Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event, and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on limited information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient called emergency medical services (ems) on (B)(6) 2026 due to abdominal pain, vomiting, and diarrhea. The patient was not in active treatment at the time of the event. The patient was transported via ems to the hospital. The patient was admitted with a diagnosis of peritonitis. The patient did not call the on-call pd nurse prior to being transported to the hospital. The patient remains hospitalized. The clinic does not have any additional information as they do not have access to any hospital records.